Manufacturer narrative:
Concomitant product: product ID 3877-45, lot # 0203417655, product type lead.

Event description:
Additional information received reported the shocking symptom had resolved. The patient was programmed around the electrode with high impedance. The patient was doing well and receiving effective therapy.

Event description:
It was reported the patient felt intermittent overstimulation and shocking. The increased stimulation had started almost right after implant and had gradually become worse. The increase in stimulation was occurring a few times a day and happened when the patient was in any position. The patient was not moving or changing positions when this happened. The patient had reported the increased stimulation was in the normal paresthesia location, but it was a stronger sensation like increase amplitude that lasted about 30 seconds. The implantable neurostimulator (ins) was checked with the patient programmer and it showed an increase amplitude on the display. A week prior to this report it was discovered that contact zero was a ¿broken contact.¿ on the day of this report the manufacturing representative ran impedances and contact zero was greater than 10,000 ohms. All other contacts had normal impedance. Contact zero was being used in the patient¿s programming. The patient really liked adaptive stimulation, but they were willing to turn it off for a couple days to see if the issue was related. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).